Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right breast implant mentor smooth round moderate profile 350cc, serial number (B)(4), catalog number 3501660. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2009 began experiencing the following in (B)(6) 2017: the patient reported that she feels like something is attached to her left rib cage, sharp pain under her left shoulder blade area, left arm pain that shoots through her left breast, and a cold sensation. The patient has an appointment with her doctor for an examination in (B)(6) 2018. The device is still implanted. The customer requested that no further contact be initiated for follow up attempts. Therefore, no additional information is available